Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Unipolar pacing was present during bench tests. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that during the implant procedure, the right ventricular lead was implanted with good values, the device was connected to the lead and placed in the pocket. During testing, the device did not pace. It was verified the connector pin was fully inserted and the set screws were tightened correctly. However, the device still did not pace from unipolar configuration. This device was explanted and replaced with a competitor device. No adverse patient effects were reported.